Manufacturer narrative:
Medtronic representative visited site and revealed a loose cable within the power plug. Tightening wire connections alleviated sparking issue. System working normally.

Event description:
A site representative (biomed) reported that when the system powered up, un-plugging and re-plugging the power cord caused a spark. There was no pt present.